Manufacturer narrative:
The insulin pump was received with a loose drive support cap, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump drive support disk was loose and protruded. The customer did not recall the blood glucose reading. The customer stated that insulin pump was squirting out during the manual prime and that she was unable to exit the "preparing to prime" loop. The customer reported that she pushed the drive support shaft back in and was able to rewind and continue using the insulin pump until the shaft came out again that day. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.